Event description:
The pump was explanted after an implant duration of 21 months. It was returned to the manufacturer for analysis. No reason for the explant was provided. A follow up report will be sent when additional info is received.